Event description:
Caller alleged imprecision with inratio. Results as follows: date: 2006, first test inr= >7.5, second test inr=4.6. Caller admitted to hospital.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006, inratio: >7.5, lab: 4.6, mean: na, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. This is an adverse event case. Products will be tested.